Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient during a surgical procedure on (B)(6) 2025, intraoperative diagnostic recorded high impedances. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of ¿high impedance¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where multiple internal wires were broken. The root cause of these fractures is unknown as the patient did not report any falls, accidents or trauma prior to the reported event.